Manufacturer narrative:
The field service engineer performed ise sample probe adjustments. The customer performed precision testing with acceptable results. The customer's system alarm trace was requested but not provided. Based on the available information, the investigation determined the event was consistent with an unknown sample pre-analytical issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for one patient tested on a cobas 8000 cobas ise module. The customer reported there were no qc issues prior to patient testing. The patient's initial results were reported outside the laboratory. The patient's doctor questioned the reported results and the customer performed repeat testing with the sample on three different cobas 8000 cobas ise modules. The patient's repeat results on all three cobas 8000 cobas ise modules matched. The patient's initial results were na 114.33 mmol/l and cl 87.85 mmol/l. The patient's repeat results were na 136 mmol/l and cl 107 mmol/l. The customer determined the repeat results were correct. The na and cl electrode lot numbers and expiration dates were requested but not provided.